Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the remaining insulin reading was showing less than the amount reported in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: a review of the black box and download history did not show any activity related to the complaint. No debris was found in the cartridge compartment. The rewind, load, and prime steps were performed successfully. The remaining insulin was calculated accurately. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed and 20 units were visually confirmed remaining. The complaint of a remaining insulin reading was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.